Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Additionally, further information provided by customer. The date of event was provided, (b3) was added. The issue was observed, during a therapeutic laparoscopic inguinal hernia repair. There was a delay for an unspecified time, while changing the camera. The delay would be expected to be short in nature. The procedure was completed with a similar device. And there were no reports of patient harm or impact associated with this event. Correction: (h8) usage of device updated to reuse. As unknown, was inadvertently selected. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, stress from external factors/use may have caused the damage of the charged coupled device unit circuit board. However, root cause could not be definitively determined. The event can be detected/prevented, by following the instructions for use: chapter 3: preparation and inspection. 3.8: inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the deflectable videoscope screen cut out during use and displayed a e216 error code (scope communication error). The issue was found during an unspecified procedure. There were no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on the charged coupled device unit. The evaluation also found that the monitor showed a black screen with no image due to damage on the charged coupled device unit, insulation resistance value did not meet the standard value due to damage on insertion pipe, adhesive on bending section cover had a chip, switch #1 was damaged, bending angle in up direction exceeded the standard value due to a dent on bending tube, light guide cover glass had a scratch, and the video connector was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.